Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels below 45 mg/dl. The customer was having difficulty calibrating their blood glucose sensor. The insulin pump was in auto mode. The customer did not report symptoms. The customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was 154 mg/dl at the time of the call. Troubleshooting was not completed and the customer declined troubleshooting for the low blood glucose event. The product was not returned for analysis.